Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: it was stated that cross-threading of the blockers occurred due to improper alignment as no assistance tools were used for blocker insertion, which could lead to deformation of the threads. Conclusion: the most likely cause of the reported event is improper alignment of the blockers, which lead to deformation of the threads.

Event description:
First, new rods were placed with parallel connector angled in parallel to the original rods at l5-iliac without problem. And the surgeon closed the wound. After that, the surgeon opened the upper than l2 and t10-l1 were fixed with screws. New rods were placed with parallel connector angled in parallel to the original rods, but it was difficult to insert set screw to the connector in the right side because of interfering with the muscle. And cross thread was occurred a few times. At the time of final tightening, it was idling. So the surgeon removed the right side rod, exchanged to new connector and finished the surgery.

Event description:
First, new rods were placed with parallel connector angled in parallel to the original rods at l5-iliac without problem. And the surgeon closed the wound. After that, the surgeon opened the upper than l2 and t10-l1 were fixed with screws. New rods were placed with parallel connector angled in parallel to the original rods, but it was difficult to insert set screw to the connector in the right side because of interfering with the muscle. And cross thread was occurred a few times. At the time of final tightening, it was idling. So the surgeon removed the right side rod, exchanged to new connector and finished the surgery.